Event description:
The pt stated that, while removing the insulin cartridge from her infusion device, the plunger remained attached to the piston rod in the cartridge chamber. She stated this resulted in a full cartridge of insulin spilling into the chamber. During troubleshooting with a company rep, the plunger was detached from the piston rod. Proper removal of the insulin cartridge from the chamber was reviewed with the pt. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.